Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted, however, the left ventricular (lv) lead could not be inserted into the port. It was noted that the lead could not be inserted past the terminal pin. Multiple troubleshooting steps were done, but the lead still could not be inserted. Another device was implanted without issues. No adverse patient effects were reported. The device was expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted, however, the left ventricular (lv) lead could not be inserted into the port. It was noted that the lead could not be inserted past the terminal pin. Multiple troubleshooting steps were done, but the lead still could not be inserted. Another device was implanted without issues. No adverse patient effects were reported. The device was expected to be returned for analysis.